Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nurse found the scale at 20-25cm of the tracheal tube had completely disappeared when performing oral care for the patient, and the depth of the tube could not be identified. The attending physician was informed and bronchoscopy and lung auscultation were performed immediately to confirm the depth of the tube and then manually marked the scale to ensure that the patient's airway was unobstructed and the ventilator was operating normally, and the shift was strictly handed over. There was no patient harm.